Event description:
Dmta received a report that a fiber broke during a procedure.

Manufacturer narrative:
This investigation was conducted in response to a customer complaint stating that the tip of the fiber broke during a procedure. A device history record review was conducted and confirmed that there were no deviations or variances in the manufacturing process and the products met all dmta specifications prior to release. Past complaints were reviewed and at this time, there is no trend identified. The suspect fiber was disposed of and not available for evaluation. At this time, the root cause cannot be determined, it may have been caused by multiple factors including incorrect user handling. There were no defects identified in the manufacturing process related to this complaint. A fiber break is identified as a medium-level risk. There was no patient impact reported as a result of this malfunction. At this time, no further actions by dmta are determined to be necessary.